Manufacturer narrative:
A3b: gender: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 1. History investigation of the involved product code/lot#. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar event was found in the past complaint file. For the past three years, no cases of product fracture caused by defects attributable to manufacturing was found. 2. UDI no: (B)(4). Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). For the importer report for this reported event please see MDR 2243441-2024-00008.

Event description:
The user facility reported that the doctor was performing an intervention in the patient. He ballooned and pulled back then went down the at. The navicross was used in conjunction with a v18. At that point the distal tip of the navicross broke off and wedged in a side branch. The doctor decided not to risk retrieving it as there was still flow to the foot. There was no injury to the patient. Their hypothesis was that the navicross hit a piece of calcium upon pulling back. Type of procedure performed was a catheterization. Additional information was received on 15mar2024: the broken piece is still in the patient. Additional information was received on 19mar2024: other than the reported issue it was a straightforward case.